Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two proglide devices referenced are filed under separate medwatch reports.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a three proglide devices after an unspecified procedure. Reportedly, all three proglide devices failed. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to filing of the initial medwatch report additional information was received: it was reported that an arteriotomy closure of the right common femoral artery was attempted using three proglide devices with a 7f sheath after percutaneous transluminal angioplasty. Reportedly, with all three proglide devices, when the plunger withdrew the needles, no suture was present. Manual compression was applied to achieve hemostasis. No additional information was provided.